Event description:
It was reported that 2 bd alaris texium secondary sets had components separate. The following information was provided by the initial reporter: "it was reported by customer that the tubing came apart during priming."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-05 h6: investigation summary the customer reported the tubing came apart during priming, and returned two used samples of material 40000-07t. The two samples were both separated below the drip chamber and the complaint is verified. The root cause is insufficient solvent applied during the assembly process. No other failure modes were observed. Manufacturing is aware of this recurring issue of drip chamber separation on the 40000-07t, and a project has been funded to address the issue. CAPA 3974230 has been initiated. A device history record review for model 40000-07t lot number 20095694 was performed. The search showed that a total of 7,203 units in 1 lot number was built on 09aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris texium secondary sets had components separate. The following information was provided by the initial reporter: "it was reported by customer that the tubing came apart during priming."

Event description:
It was reported that 2 bd alaris texium secondary sets had components separate. The following information was provided by the initial reporter: "it was reported by customer that the tubing came apart during priming."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.